Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure using an xi system, a clinical sales associate (csa) called in off-site to report an issue with one of the universal surgical manipulator (usm) arms. The site had contacted him, and he was gathering more information. The technical support engineer (tse) reviewed system logs and identified a 32100 error related to the axes controller, motor (acm) board on usm 1 and noted that usm1 had been disabled. The tse suggested power cycling the system if the site was willing. The procedure was completed as planned, with no report of patient injury.